Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x20mm promus element&#10256;lus drug eluting stent was selected for use to treat the lesion. However, outside the patient, the stent was noted to have protruding struts on its proximal end. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to the proximal stent edge with stent struts lifted upwards from the stent profile. The crimped stent outside diameter (od) at the undamaged distal end of the stent was within specification. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector (ID) was within specification. The bumper tip of the device showed no signs of damage and the balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile or the mid-shaft or inner/outer shafts profiles. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x20mm promus element¿ plus drug eluting stent was selected for use to treat the lesion. However, outside the patient, the stent was noted to have protruding struts on its proximal end. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.